Event description:
An enterprise stent (enf452212/ lot unk) would not advance smoothly through the unspecified prowler select plus, so the surgeon used another stent and microcatheter (xt27, neuroform-stryker). There was no patient injury.

Manufacturer narrative:
An enterprise stent (enf452212/unknown lot) would not advance smoothly through the unspecified prowler select plus (606sxxx, lot unknown lot), so the surgeon used another stent and microcatheter (xt27, neuroform-stryker) to complete the procedure. There was no patient injury. No additional information could be obtained. The microcatheter was not returned for analysis. In addition, it was not possible to determine the lot number of the device; therefore, a review of manufacturing documentation could not be performed. The failure reported by the customer as the enterprise not advancing smoothly through the prowler select plus cannot be evaluated correctly due to the condition of the returned stent (stent deployed and the microcatheter involved was not received) and no return of the microcatheter. The exact cause of reported event, could not be conclusive determined; however, procedural factors might have contributed to the cause of the failure reported by the customer. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated manufacture report numbers of 1058196-2014-00286 and 1058196-2014-00292.

Manufacturer narrative:
Age, gender and weight are unknown. The lot number was unknown. The device mfg date is unknown. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated manufacture report numbers of 1058196-2014-00286 and 1058196-2014-00292.